Event description:
The customer contacted philips healthcare to order a therapy switch for an "encoder" related problem. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.